Event description:
Third procedure 6/23/94-placement of rods, screws, hooks, and allografts. Pt returned due to fracture of rod. During procedure no evidence of pseudoarthroses. Solid fusion of thorax sacrum.